Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced red heart alarms. The event appeared to only occur when the pt was connected with a pt cable. An on-site percutaneous lead evaluation was conducted, and the red heart alarm events could not be reproduced while manipulating the external portion of the driveline while the pt was connected to a pt cable. The percutaneous lead was evaluated for a potential open wire, and none was found during testing. No damage to the percutaneous lead was found during the on-site evaluation. The pt switched to the backup system controller and no further issues were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.